Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates impedances were high and the leads that had fractured were the ones which were replaced.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported an x-ray noted one lead had fractured after a fall. Left t12, right t12 and right l1 all showed impedances. As a result, all three leads were explanted and replaced to address the issue. It is unknown which lead fractured.